Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter¿s phone number: (B)(6). The reporter¿s complete facility address was not provided. The actual device has been returned and is currently pending evaluation.   UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device was auto-rotating. It was further reported that after the ¿power¿ cord was plugged in, the device rotated automatically. There were no reports of delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, unintended activation/motion, intermittent operation and the device ran in the locked position. It was also determined that the device failed pre-test for check speed with the tachometer, check power with the test bench, check function in the lock position, check function of the foot pedal, function in "lock" mode with the pen drive hand switch and check for unintended motion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.